Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(Rep): information was received from a manufacture representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for essential tremor and movement disorders. It was reported that patient was in the emergency room (ER) and they wanted to do an MRI to rule out a possible stroke. Per the health care professional (hcp), the patient was doing great with stimulation for parkinson's disease. It was also noted that all therapy impedances and monopolar electrode impedances are green but one bipolar electrode impedances is red and very low. Troubleshooting could not be done at the time of the report because the caller was not with the hcp or patient. MRI guidelines were reviewed for the rep, and that we cannot recommend an MRI at this time because labeling recommends not to rely solely on impedance measurements. Concerns if an MRI were performed with a potential short circuit were reviewed with the rep. Rep checked the patient's impedances and stated that 0, 2 in left vim shows avoid and 'low', does not provide a value. It was reviewed with the rep that this contact is a possible shortand based on labeling an MRI should not be done. Patient uses 0, 1 for programming. It was also indicated that the change in symptoms/therapy was sudden. Rep was going to discuss with the hcp tomorrow. On (B)(6) 2019, additional information was received from a manufacturer representative (rep)stating that the patient had not received an MRI at this time and that the dbs device had no relationship with reason for the scan. The cause of low impedances had not been determined, however patient symptoms of the parkinson's disease were currently well controlled. No further patient complications were reported/ anticipated as a result of this event.